Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a diagnostic angiogram for chest pain, an angio-seal was selected for use in the left common femoral artery (cfa). The patient's artery was approximately 5mm. The patient complained of pain for a few days and was losing pulse in the leg. The patient was brought in for an examination. The angio of the common femoral artery revealed that the collagen was in the artery and was occluding the flow. The physician ballooned the artery and kept the patient overnight for observation to see if the collagen would need surgical intervention by a vascular surgeon. The patient was reported in stable condition with pain at the access site. The age of the patient is unknown; however, she was an older female. The name of the deployer was unknown.